Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer was assisted in troubleshooting for blank display. Customer's blood glucose level at the time of incident was unknown. Customer stated that the insulin pump was dropped but there was no physical damage. Customer stated that there they did not have recommended batteries to troubleshoot. Customer stated that the insulin pump alarmed battery out limit and had black filled circle. Customer was assisted with damage troubleshooting. Customer stated that the drive support cap appeared normal. Self-test cannot be performed because battery out limit alarm could not be cleared. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no button response. No black filled circle or icon anomaly noted. No blank display noted. No c13 isolated tape damage noted on the lcd board. Unable to confirm battery out limit, low battery and off no power alarms due to no button response. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked display window.